Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the (bipolar) ventricular threshold has recently increased (from 1.0v at 0.4 milliseconds, to 3.25v@ 1.0 milliseconds and 3.75v at 0.46 milliseconds bipolar, and to 5.5v at 1.0ms unipolar). The lead remains in use. No patient complications have been reported as a result of this event.